Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been over 500 mg/dl. The customer treated with manual injection. The insulin pump passed the self test and the displacement test. The customer declined troubleshooting for high blood glucose and was advised to monitor the issue and treat as needed.